Event description:
On january 10, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to her feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient on january 22, 2010 and obtained the following information. The patient reported that on (B) (6) 2010 (date not recalled) at approximately 9:00pm, she suddenly developed symptoms of feeling shaky, sweaty, cold, and her speech was slurred. At the onset of symptoms, the patient stated that her spouse tested her blood glucose with the subject meter and obtained a result of "127 mg/dl," which he felt was inaccurately high based on the symptoms the patient was exhibiting. The patient reported that her husband immediately contacted emergency services and within 6 minutes of obtaining the alleged high result, she was tested with the emt's meter and they obtained a blood glucose result of "25 mg/dl." The patient claimed she was treated with IV glucose and felt better. The patient claimed she refused to be taken to the emergency room. Prior to developing the symptoms, the patient reported that she had last tested with the subject meter at approximately 6:00pm (before dinner). The patient claimed she obtained a reading in the "260 mg/dl" range and then administered a correctional bolus (apidra, amount not recalled). The patient denied making any changes to her diet or activity level between when she last tested with the subject meter and developed the symptoms. The patient stated that she may have developed the symptoms as a result of administering too much insulin that evening. The patient stated that after the incident occurred (date unknown), her husband performed two control solution tests on the subject meter and both fell outside of the control solution range (result's not recalled). Replacement products were sent to the patient. This complaint is being reported because the patent claims, she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.